Manufacturer narrative:
January 17, 2011. The analysis on this device is pending. April 11, 2011. (B)(4).

Event description:
During the implant procedure, it was reported that the lead was re-positioned for better numbers, then the helix would not fixate. The lead was not implanted.

Manufacturer narrative:
January 17, 2011. The analysis on this device is pending.

Event description:
During the implant procedure, it was reported that the lead was re-positioned for better numbers, then the helix would not fixate. The lead was not implanted.